Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt was unable to communicate with her ipg using her pt programmer and charger. External replacement devices were unsuccessful in resolving the issue. The pt reported having a hard fall on the ipg. The pt's ipg was explanted and replaced on (B)(6) 2010. The explanted device has not been returned to the manufacturer for evaluation. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.